Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level resulting in loss of consciousness. Low bg cause was not known. Customer consumed glucose tablets and subsequently required assistance from family member who called 911 due to loss of consciousness. Emergency medical technician transported customer to emergency room (ER) where staff administered intravenous saline and insulin to address bg. Reportedly, customer was released from ER within 24 hours. Recommendation was made to consult with a healthcare provider to discuss diabetes management.